Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman laa closure device with delivery system (wds) and a watchman access system (was). Due to a reverse chicken wing laa morphology difficulty was encountered positioning the was and wds for deployment of the closure device. Several kinks were identified on the proximal portion of the was and a second was was used to complete the procedure. No patient complications were reported.